Manufacturer narrative:
Customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer tested the unexpected behavior by check marking the witness requirement for alprazolam 0.5 mg tablet and not check marking for lorazepam 2 mg/ml injection. Customer proceeded to verify settings on global edit and both medication appeared as not being checked with the witness option. There was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). The manufacturer has determined that while no adverse events have been reported, should the operator take advantage of the cii safe software issue of not requiring a witness when accessing the destruction bin for any medications edited with the global edit feature, downstream harm may occur. It is not likely that harm would occur from this software issue, but the manufacturer is submitting this MDR in an abundance of caution.

Event description:
Customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer tested the unexpected behavior by check marking the witness requirement for alprazolam 0.5 mg tablet and not check marking for lorazepam 2 mg/ml injection. Customer proceeded to verify settings on global edit and both medication appeared as not being checked with the witness option. There was no patient involvement. Patient or user harm was not reported.

Event description:
It was reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer tested the unexpected behavior by check marking the witness requirement for alprazolam 0.5 mg tablet and not check marking for lorazepam 2 mg/ml injection. Customer proceeded to verify settings on global edit and both medications appeared as not being checked with the witness option. There was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-feb-2021 to 22- feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a discrepancy global setting on the cii safe tab of medications. A technical support service stated that the global edit by medication class (class 4) instead of seeing "mixed" as expected it shows as "no" - which would imply that no class 4 medications have the access destruction bin witness check marked. Product support engineer resolved the bug associated to this issue and the knowledge article has been created for this issue has been deferred to a future release. The system functioned as intended after the technical support specialist assessed the device.